Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres, the balloon ruptured. The device was removed from the patient's body without any issues and the procedure was completed with a different device. No patient complications were reported.